Event description:
Per provider the brake is semi engaging while the chair is being turned, and when the chair is turned off the brake is also not fully engaging. While turning it does cause the chair to jerk.